Event description:
Distributor reported that the pump did not start due to a broken usb port, preventing connection. There was no reported impact to the customer¿s blood glucose level. Device was set to be returned, and a replacement pump with serial number 1473651 was planned for distribution.